Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an infection above the cardiac resynchronization therapy defibrillator (crt-d) pocket incision line, resembling a pimple. The area was excised by the physician without entering the pocket capsule. The device remains in use. No further patient complications have been reported as a result of this event.